Event description:
It was reported that the patient had no stimulation sensation. The patient said she stopped feeling stimulation yesterday and this continued today. The patient said she used patient programmer and verified settings were exactly how patient wanted them but patient did not feel stimulation when using patient programmer or after patient programmer screen went blank. During the call, the patient stated she began to feel stimulation again. The patient was not using patient programmer but had changed body positions. The patient stated when she feels stimulation, her therapy was working and described that not feeling stimulation results in return of symptoms. The patient reviewed how happy she was that she could feel stimulation again. The patient can verify stimulation was on by checking stimulation on icon.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0jvrh, implanted: (B)(6) 2014, product type: lead. Product ID: 3037 , serial# (B)(4), product type: programmer, patient. (B)(4).